Manufacturer narrative:
No audio/beep anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms or a21 alarm and reset time/date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer reported that the insulin pump alarm again after completing troubleshooting. The customer was advised to monitor the insulin pump and that customer may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.